Event description:
Pt/user of the fmc dialysis device called tech support stating the cycler was noisy and leaked fluid because the floor and cart are wet. Pt was unable to tell where the leak occurred. States towards the end of the treatment, the cycler alarmed and sat up to check alarm when he noticed fluid on the floor. Pt called his nurse, who came to his house and assessed the incident. The machine, table, and carpet were wet. The pt had presented with abdominal pain and cloudy effluent. Ip antibiotics were started and continued for 10 days. Pt did not require hospitalization. Pt reports feeling better post antibiotic therapy. Other info: pt's wife and nurse states pt is visually impaired and performs his treatment himself.

Manufacturer narrative:
The liberty cycler was returned for eval, no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. There was no indication of an equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material and process controls were found to be within specifications. The clinical investigation reviewed and agreed upon by the fmc pharmacovigilance physician, indicates there is no info that suggest that the cycler caused the fluid leak and peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4)2011 to (B)(4)2013.